Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's hemoglobin level was low and the patient was admitted to the hospital on (B)(6) 2015 and transfused. It was reported that the patient did not have a pre-existing history of gastrointestinal bleeding prior to implant. The patient underwent a colonoscopy and esophagogastroduodenoscopy on (B)(6) 2015 and results from both tests were negative. The patient underwent a capsule study on (B)(6) 2015 which revealed an active site of bleeding in the distal small bowel. The patient underwent a double balloon enteroscopy on (B)(6) 2015 but no active bleeding site was found. It was reported that the patient continued to be medically managed and the patient&#38112;hemoglobin level remained stable. The patient was taken off persantine and was kept on aspirin (325 mg) and coumadin with an inr goal of 2.0-2.5. It was reported that the patient would be given octreotide therapy as an outpatient. No further information was provided.